Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The proximal aortic neck measured 28mm with slight neck angulation noted. The proximal lci measured 19mm. It was reported approximately 4 years post the index procedure during patient follow up, a CT identified a type iii (material defect) endoleak. This was again confirmed on angiography. The physician elected to perform exploratory open surgery. During the surgery the material defect was confirmed as a ventral tissue defect of the endoprosthesis directly at the transition from the main body to the short leg (straight distal of wire curve). According to the physician it appears that the material wore itself out against the top of the wire curve and there is an approximately 0.5 mm defect is showing out of which blood is leaking. As a result, the physician felt it was not possible to treat the abdominal aortic aneurysm. Repair through sewing and coating of the endoprosthesis was performed and the endoprosthesis was not removed. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the exact source and cause of the endoleak likely leading to the aaa expansion could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 53mm maximum diameter aaa. The proximal neck diameter ranged from 27 ¿ 33 ¿ 26mm (23 ¿ 31 ¿ 24mm flow lumen) along the ~5cm neck length. The neck contained mild thrombus with no appreciable calcification, and was mildly angulated ~35 deg a-p. Review of CT¿s from an unknown date post-implant revealed that the maximum aaa diameter remained at 53mm; however, contrast was seen within the anterior aaa sac from a likely type ii endoleak via the ima. CT¿s returned 44 months later revealed that the maximum aaa diameter had increased to 66mm and contrast was seen within the anterior and posterior aaa sac which appeared to be coming from multiple sources. Contrast was seen along the anterior of the bifurcate near the level of the flow divider at the origin of the contralateral limb; possibly from a type iii fabric endoleak. On the posterior side of the bifurcate a likely type ii endoleak from two separate pair of lumbar arteries were also seen filling the aaa sac from near the level of the flow divider and gate ring. Still frame angiograms several weeks later were returned. The analysis of the angiograms were limited due to lack of any returned cine images. However, the angio¿s confirmed contrast along the left/contra side of the bifurcate near the level of the flow divider, approximately aligned with the contra limb proximal stent marker¿s. This endoleak was also confirmed after pulling down the pig-tail catheter inside the bifurcate aortic body. The exact cause of the likely type iii fabric endoleak coming from the bifurcate could not be determined from the CT¿s and angiograms provided. No obvious stent graft issues were observed near the endoleak location. The bifurcate aortic body and limbs were essentially straight, there were no overlapping or compressed bifurcate stent rings, and the underlying external stents from the contra limb also appeared normal in appearance. Also, no aortic calcification was seen near the endoleak location which may have externally abraded the fabric. It is possible that an abrasion tear was initiated from a stent ring apex near the bifurcate transition zone; flow divider. It is also possible that abrasion from the underlying contralateral limb proximal stent may have contributed to a fabric hole. In addition to the type iii fabric leak, the observed type ii endoleaks may have also contributed to the aaa expansion. If information is provided in the future, a supplemental report will be issued.